Manufacturer narrative:
Health impact code grid is corrected to "no health consequences" since further investigation shows there is patient involvement.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device in pacemaker mode is apparently not delivering the stimulation indicated on the screen. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Device use at the time of event, applicable fields and health impact grid details are updated as per good faith effort response.

Event description:
Update: this report is based on information provided by philips service personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is in pacemaker mode, apparently device is not delivering the stimulation that is indicated on the ma screen. There was no patient involvement.

Manufacturer narrative:
As per investigation update, this case is updated to serious injury and the investigation is still on-going.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that philips received a complaint on the defibrillator indicating that the device in pacemaker mode is apparently not delivering the stimulation indicated on the screen while in use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.